Event description:
It was reported by the pt that 1 day after a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction may have occurred. The pt successfully had a taxus express2 3.0 x 12 and 3.0 x 16 mm drug eluting stenting implanted. 1 day after the pt started to have a rash and itching on his upper body and arms. The pt has already contacted his physician and was placed on oral prednisone. Currently the pt's itching is getting better. The pt is currently in stable condition at home.